Event description:
It was reported that during a gastroplasty procedure there was an incomplete staple line fired from a second device. The site replaced both devices to complete the procedure with no pt consequence.

Manufacturer narrative:
Info was not provided by the initial contact. Info anticipated, but unavailable at this time.